Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 6mm monopolar curved scissors (mcs) to perform failure analysis. The instrument was analyzed, and visual inspection was perfumed and the instrument was found to exhibit abrasions on the tube adapter. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, the 6mm monopolar curved scissors (mcs) instrument unevenness of the plastic at the tip connection part was crushed and looked frayed. No fragments fell into the patient. The procedure was completing as planned with no reported injury.